Event description:
The customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the unit. Corrections included replacement of the unit's co2 module. Unit was calibrated and safety tested to factory's specifications.